Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four infusion set issues in which the patient was unable to disconnect the tubing from the infusion set site because the connector piece was different event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.